Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion in the lad-diagonal. Despite pre-dilatation and several attempts, the diagonal lesion could not be crossed with the device. Hence, only poba was performed to d1.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material and the cathlab report was reviewed. The technical investigation of the returned device showed that the balloon is still well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. The angiographic material shows multiple pre-dilations along the lad and the d1. The complaint device is visible twice proximal to the ostium of d1, unable to cross the bifurcation/ostium to the d1. The lad and the d1 were further dilated, and the intervention was finalized with no flow in the d1. The complaint event is visible. However, it could not be clarified, if the crossing issue was caused by the previously implanted stent, by the patients anatomy in the ostial d1, by other factors (e.g., the guide wire routing), or by a combination of those. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.